Event description:
The manufacturer sales rep reported that the device did not irrigate. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.